Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones. Therefore, the patient came into the clinic and upon interrogation of this ICD, a red screen was displayed indicating a possible device malfunction.